Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician attempted to recapture the tapered tip however, was unable as the thumbwheel broke when trying to recombine the graft cover with the tip. The physician remembered to use a syringe to manually pull back the end t-tube to recapture the taper tip but forgot to attach hemostats resulting in the tip getting caught in the patient&#38112;groin as it could not be pulled over the spindle. The physician surgically removed the delivery catheter from the patient. The stent graft remains in the patient. No additional clinical sequelae were reported and the patient is fine.